Manufacturer narrative:
(B)(6). The lot number of the pack used in the reported event was not provided; therefore, the review of the lot manufacturing records could not be performed. The pack was disposed by the facility. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported that the patient developed severe reaction in the right eye involving the vitreous more than the anterior chamber. Reportedly, 48 hours post-op, the retina could not be seen but the visual acuity was 1.0. The surgeon immediately treated the patient with intravitreal injection of antibiotic and steroid. The prognosis was reported as "patient achieved full recovery". According to the surgeon, allergic reaction to a foreign body or material introduced into the eye during surgery was the likely cause of the event.